Event description:
It was reported that during use of the cleo® 90 infusion set the customer reported attempted to bolus and received an occlusion alarm. Blood glucose levels elevated to 200s and customer addressed with an injection.